Manufacturer narrative:
The device was received undeployed with the pink slider not visible in the viewing window. The device deployed during opening of the device. Download data did not show any timeouts or drive stalls during the run. The device was deactivated after 58 pulses, completing first and second prime. On the reservoir scratch marks were found indicating interference with the linkage assembly. The interference was caused by misalignment of the linkage assembly. As only marks were found on the reservoir and no marks were found at the underside the top housing it could not conclusively be determined if the misaligned prevented the deployment.

Event description:
The patient reported that the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.